Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2014-00909 and 2134265-2014-00910. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an opticross coronary catheter to visualize the lesion. It was noted that the motor drive unit was unable to perform automatic pullback. There was no sterile cover found stuck between the connection of the mdu and sled. The connection between the motor drive unit and the sled were checked and it were connected firmly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for evaluation. Examination of the returned device revealed that the telescope assembly was not able to properly pull back, advance, or retract. During image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. Imaging core wind up in the telescope assembly was observed during visual analysis. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: MDR ID # 2134265-2014-00909 and 2134265-2014-00910. It was reported that automatic pullback failure occurred. The target lesion was located in an unspecified vessel. During percutaneous coronary intervention, the motor drive unit was used in conjunction with an opticross¿ coronary catheter to visualize the lesion. It was noted that the motor drive unit was unable to perform automatic pullback. There was no sterile cover found stuck between the connection of the mdu and sled. The connection between the motor drive unit and the sled were checked and it were connected firmly. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.